Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting satisfactory relief of hip pain. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced, and leads were added. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.

Event description:
It was reported that the patient was not getting satisfactory relief of hip pain. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced, and leads were added. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.